Event description:
Consumer reports bd logic giving inaccurate readings and less consistent than other meter. Analysis run on clarke error grid using competitive reading (53, 197, 53) as ref. Points vs. Bd readings (88, 328, 79) yielded data points in "c/d" range of the grid, outside the acceptable range.